Event description:
A surgical coord reported that following an intraocular (iol) implant procedure, the iol was exchanged. The pt experienced ghosting around letters, floaters and cloudiness in his field of vision. The pt also experienced flashes of light in both eyes.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).